Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch ultramini meter is giving an error 1 message. This complaint is classified according to the documentation of the customer care advocate. The patient is an insulin pump user and tests her blood glucose more than 4 times per day. According the patient, his error 1 issue has been intermittent for the pass week. One day prior to contacting lfs, the patient developed symptoms described as "feeling tired and thirsty" at 10 am. The patient reportedly had wasted 50 test strips, trying to obtain a blood glucose reading at the time of concern. The patient claimed she increased her insulin dosage to manage and treatment her diabetes. The error 1 issue was not resolved with troubleshooting. This complaint is being reported because, the patient had symptoms suggestive of hyperglycemia and required treatment with an increase dose of insulin after the error 1 issue began.

Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the subject product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.